Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the customer experienced a lot of interference on the eeg signal, a disturbed psi, and some times later no value. Customer has a lot of measurement problems. There are possible multiple interference in the rooms. The cables were possibly cleaned with a damp sheet. Additional information received indicated that at the beginning, the psi value was difficult to obtain on the screen. Sometimes the psi appeared and seem to be accurate and sometimes the value was inaccurate. The eeg line was only a right line and no psi value. There were no error messages for the electrode status and no audible alarm. When the psi was "----", the eeg had a right line, there was an error message "no cable patient connected". No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. External visual inspection showed no physical damage. The cable failed continuity testing due to a broken purple conductor at the solder joint assembly. When connected to a monitor with a test sensor, a "no sensor connected" error was displayed on the monitor., corrected data: common device name was corrected from oximeter to electroencephalograph. Procode was corrected from dqa to gwq. Model # corrected from 3637 to 23858. Lot# corrected from 5a296 to a15a296.